Event description:
Additional information has been received that this implantable cardioverter defibrillator (ICD) was explanted, and an allegation of premature battery depletion was noted. No adverse patient effects have been reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was seen in the emergency room for shocks, and it was determined that the patient had received two inappropriate shocks for atrial fibrillation with rapid ventricular response. Tachycardia therapy was not exhausted during this event. Also, noted at this time, was that this ICD had reached elective replacement indicator (eri). There was concern expressed regarding battery depletion and the device triggering eri only four months after his previous normal device check. The patient did hear beeping tones but did not know what it was. A device change-out is being planned, however, may take place in a few weeks once the patient¿s atrial fibrillation is in better control. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although, the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. Pacing, sensing, and shocking functions were available.